Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump was received with a cracked display window, cracked display window corners, cracked battery tube threads, a cracked belt clip slot, broken reservoir tube lip, a missing o-ring, a cracked reservoir tube, a cracked reservoir tube window and a missing end cap sticker.

Event description:
Customer reported that the reservoir compartment was cracked and coming apart. The blood glucose reading was 89 mg/dl. She stated that the damage did not occur as a result of a vehicular accident. Nothing further was reported.